Manufacturer narrative:
This report is to update describe event or problem.

Event description:
Follow-up indicated that the physician does not plan to remove the remaining lead portion.

Manufacturer narrative:
This report is to update.

Event description:
Follow-up indicated that the device was removed on (B)(6) 2020.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The patient was receiving 95% pain relief prior to the reported issue. There were no other similar reports from this lot which suggests that this was an isolated event. The device was not returned.

Event description:
It was reported to nevro that the physician was unable to remove a small portion of the lead during the explant procedure. The fragment was left inside the patient. Nevro attempted to obtain additional information regarding the details of the reported issue, but none was available. There have been no reports of further complications regarding this event.